Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Was reported that multiple altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, customer cleaned the speaker holes and cleared the alarm. It was also reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Reportedly, customer loaded a new cartridge to resolve the issue. The customer's blood glucose was 400 mg/dl.